Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that after use one-fourth of the tissue pad was broken and missing. The broken part could not be found either inside or outside the patient's body. Another device was used to complete the case. There were no adverse consequences to the pt.